Manufacturer narrative:
D4 - UDI no. - this product code is not registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in the appearance. Saline solution was circulated in the actual sample and the pressure drop was determined. The pressure drop at the flow rate was found to be higher, indicating that a plug had occurred inside the actual sample. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. The formation of red thrombus was found. The filter was confirmed to be set over the fiber winding in the proper manner. The filter was removed and the oxygenator module was inspected. The formation of red thrombus was noted. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The deeper the fiber layer went, the more amount of thrombus was found to have formed. Magnification inspection of the fiber layers found formation of red and white thrombus. There was no anomaly in the state of fiber winding. The heat exchanger module was inspected under magnification, the formation of red thrombus was noted on the outer cylinder. Inside the heat exchanger module red thrombus was found to have formed on the bottom area. The filter was removed and subjected to magnifying inspection. On both the outer and inner surfaces, the formation of red and white thrombus was found. Visual inspection of the reservoir found no visible break on it. A film like red thrombus was found to have formed in the lower part of the cr filter, the lower part of the venous filter and on the housing. The reservoir was disassembled for further inspection. Visual inspection of the venous filter and the de-bubbling material set inside the venous filter found the formation of red thrombus on the inside and outside of the venous filter. Adhesion of blood was noted on the de-bubbling material with no formation of red thrombus. Visual inspection of the cr filter and the de-bubbling material set inside the cr filter found the formation of membrane-like red thrombus, especially on the insides of the filter and the de-bubbling material. The red thrombus formed inside the reservoir was sampled. It was found to peel off easily. This implies that the membrane -like thrombus formed on the fluid surface of blood adhered to the inside the surface of the reservoir when the fluid level was declined. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions, however, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "adequate heparinization of the blood is required to prevent it from clotting in the system". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: after being primed with a blood filtration for replenishing, the actual sample was primed with an rcc10 unit; saline solution and sodium bicarbonate were added and the prime was dehydrated so as hct to be kept 35%; the circulation was initiated in the normal manner; the arterial blood was suctioned with one cannula and there were no issues; when a full flow using two cannulas was tried, the pressure before membrane rose up to 350mmhg; the actual sample was changed out; there was blood loss but the specific amount was unknown; the customer noticed that some clot-like substance was adhering to the inside of the reservoir; and the procedure was completed successfully.